Event description:
It was reported that the patient stated that his inflatable penile prosthesis (ipp) stopped working shortly after previous revision. Upon revision, it was identified that the reservoir no longer had fluid and there was a fluid loss in the device, leaving no fluid to fill the cylinders. A surgical procedure was performed during which the existing ipp was removed and replaced with a new one. No patient complications were reported.